Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that remote manager is failed. A field service engineer, directed customer to obtain the key for the remote manager and unlock it, thereby inducing the failure and subsequently enabling her to restore it to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, remote manager system is currently non-functional. The customer stated that the malfunction occurred when user trying to issue medication to patient there were no adverse events or injuries reported based on this incident.